Event description:
While turning or table, head of or table fell off. The patient's neck was in full extension. Upon arrival to pacu, patient was not complaining. Doctors and pacu staff notified of incident. Or table was removed and replaced with a functioning table. The hand screw lock was found to be bent at approximately a 40 degree angle and was not able to be tightened. The knob was replaced and the table inspected for other defects. The table has been found to be safe for use and has been returned to service.